Manufacturer narrative:
No report of patient involvement. The date of manufacture is currently unknown. A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The power switch was replaced to fix the reported issue.

Event description:
The hospital reported that, there was an electronic error, which means a bad power switch. There was no reported patient involvement.